Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power off and cycle power off and on to press go to start prompt. The tsr explained the alarm and the hp stated there were no leaks and did not disconnect from the patient line. The spare line clamps were closed and there were no wet lines. The tsr explained to discard all supplies and to report the alarm to the peritoneal dialysis nurse the next morning. The hp would finish the night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the care giver (cg) stated that the issue was resolved; however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.